Manufacturer narrative:
(B)(4). Additional info from user facility report: brand name: becton dickinson. Common device name: saf-t-intima 22ga 0.75 in. (B)(6).

Event description:
The nurse inserted the IV into the pt and did not receive a flashback. She pulled back on the stylet and blood kept coming out of the site. She placed gauze over the insertion site and pulled the catheter out of the pt, noticing that the catheter was shorter than it should be. The pt was taken to the operating room to surgically remove the piece of catheter. No adverse affects to the pt were noted.